Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed critical pump error and failed battery. Customer¿s blood glucose was 120mg/dl at time of incident. Customer states he got a low battery alarm, replaced battery and got critical pump alarm. Customer advised to refer to back up plan per hcp instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery test alarms and critical pump error due to blank display.